Event description:
Report rec'd from the USA stating that the device had an "air leak." The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. Reliability engineering evaluated the devices, and the reported problems of "air leak" could not be confirmed or duplicated; the device was tested and found to meet all specifications, and no problems were noted. The outer hose on the unit was intact and no air leaks were detected. (B)(4).